Event description:
It was reported that post-sensed t-wave oversensing was observed via merlin.net transmission. Patient was asymptomatic. Further review of stored egm noted low r-wave followed by an oversensed t-wave. Programming changes and an induction test were recommended.